Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was not angulated. It was reported the bifurcated stent graft was positioned and deployed 0.5 cm below the renal arteries. There was no endoleak present; however, as a precaution, an aneurx aortic cuff was implanted below the renal arteries and proximal to the bifurcated stent graft. No add'l clinical sequelae were reported and the pt is fine.